Event description:
Upon follow-up with the surgeon, it was noted that the devices were retrieved, and retained by the patient. The surgeon noted that the bipolar head and insert appeared to be properly locked. However, this incident is being reported because it involves a product lot presently involved in a recall being conducted with the knowledge of FDA (z-303-8).